Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, scratches on tip cover, bending angle insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to elongation of the angle wire, curved pipe fall due to handling, scratches on insertion tube, dirt on insertion tube, curved rubber adhesive missing, adhesive part of the lighting lens came off, scratches are found on operation part, dirt on operation part, scratches found on insertion part corrugated tube oredome, scratches found on switch 3, scratches found on switch box, scratches on operation unit cover, scratches on the up/down knob, scratches on the up/down angle fixing lever, scratches found on the right/left knob, scratches found on grip, forceps plug cap scraped off, scratches found on universal cord, dirt on universal cord, scratches are found on the operation part side oredome of the universal cord, scratches on scope connector side of the universal cord, scratches found on the scope connector, and scratches on the right/left angle fixing knob. The faulty parts were replaced, and the device was returned to the user facility.the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, on an evis lucera duodenovideoscope for loss guide wire position. Upon inspection and testing of the customer returned device, the scope adhesive part of the lighting lens was found peeled off and there was a gap in the tip adhesive part, or dirt has entered the inside of the lens through the gap. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to stress of repeated use, external factors, or handling caused the defect. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.